Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735225, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system would not boot. There was no patient present when this issue was identified.